Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If the device is returned at a later date, this report will be supplemented. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. The original emdr submission is attached.

Event description:
It was reported that a patient was prepped in the usual fashion to undergo an ablation of cardiac arrhythmia procedure. The physician placed the acunav catheter in the patient's right atrium and during the procedure, an alert message stating, "center transducer is invalid. Please remove and press ok" appeared. The physician disconnected and reconnected the transducer to different ports several times; however, the attempts to resolve the issue were unsuccessful. The alert message stayed consistent with the port the acunav catheter was connected to. The physician disconnected and reconnected the swiftlink connection on the catheter end and rebooted the ultrasound system. A transducer from another ultrasound system was brought in and was connected to the acunav catheter but the same alert message appeared. When the acunav catheter was replaced, the alert message no longer appeared and the physician was able to view the ultrasound image. Later on during the procedure, when the physician went to ablate, another alert appeared stating that the "carto 3 mapping system must perform initialization of catheter visualization" was displayed. The issue was resolved by ensuring that the indifferent electrode is on securely, adding a second indifferent electrode, and initializing the system. The visualization was performed and the alert did not appear. Towards the end of the procedure, the alert reappeared and the same steps were taken to resolve the issue. The procedure was prolonged by additional 19 minutes. There was no patient adverse event reported. No additional information was provided.